Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with blood glucose (bg) of 37 mg/dl after taking an insulin injection while also wearing the ilet. The user treated with fast acting carbs without any outside assistance. No long-term health effects were reported.